Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 249360003, implanted: (B)(6) 2010. Product type: accessory: product ID 37651, serial# (B)(4). Product type: recharger: product ID 3389-40, lot# v006181, implanted: (B)(6) 2006. Product type: lead: product ID 3389-40, lot# v006181, implanted: (B)(6) 2006. Product type: lead: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 64002, lot# n215028, implanted: (B)(6) 2010. Product type: adapter. (B)(4).

Event description:
It was reported that the patient experienced a focal seizure following a knee replacement surgery in 2011. It was noted the patient was wondering if her device was damaged from the knee surgery. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or medtronic representative.an appointment was scheduled for (B)(6)-2013.